Event description:
Fetal monitor shows "502" in heart rate display. No toher functions. Date/time switch enabled. Monitor was in a programming mode to set date/time. Disabled date/time switch, unit functions normally.